Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that fluid leaked from the top of the blood filter approximately 1.5 hours after the start of a blood infusion. The leak was noted at the tubing-to-filter engagement. There was no report of patient harm.